Manufacturer narrative:
The reported issue that the pump had error 240.4150 could not be confirmed and the root cause could not be identified due to no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 07/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No further investigation of this event is possible at this time.

Event description:
It was reported that the pump had error 240.4150. The top pressure sensor was replaced and the device was tested which cleared the error. Per customer, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump had error 240.4150. The top pressure sensor was replaced and the device was tested which cleared the error. Per customer, no further information will be provided.